Manufacturer narrative:
Product not returned. (B)(4).

Event description:
It was reported that perforation had occurred during the implant procedure. The lead was repositioned. The patient was in good condition post-procedure.